Event description:
It was reported stating that during a breast biopsy, while trying to deploy the marker, the nurse felt resistance and when they removed the marker from the probe to use another one they noticed that the collagen was completely expanded. They used another marker and completed the case with no consequence to the patient.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis results found that the tip of the introducer tube was received sheared off, the piece was returned. The collagen plug was returned deformed and with body fluids. Corrective action has been initiated for the introducer tube tip shearing issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.